Manufacturer narrative:
The initial medwatch was filed in error. The product involved in the revision surgery was from a competitor's product, not a smith and nephew device. Please disregard 1020279-2011-00554.

Event description:
It was reported that revision surgery was performed.